Manufacturer narrative:
Zoll technical service department was unable to duplicate the problem reported by the complainant. The device was found to have extensive corrosion on he pacer/defib board due to fluid ingress. It is suspected that at the time of the malfunction, the device was wet, but when tested at zoll medical the device was dry and the malfunction could not be duplicated.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "status 93" and "status 66" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.